Manufacturer narrative:
The company representative was able to replicate each of the reported event(s). To address the ¿system restarting¿ the host printed circuit board (pcb) was replaced. To address the ¿poor display¿ the touchscreen display was replaced. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported shut down event is attributed to the nonconforming pcb. The root cause of the reported display issue is attributed to the nonconforming display. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console was restarting on its own and had poor display. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date.